Manufacturer narrative:
The investigation remains in progress. Once the evaluation is complete, a supplemental report will be submitted to provide the final findings. Manufacturer reference: (B)(4).

Event description:
It was reported that a daybreak device experienced a malfunction in which the top arch button broke off of the device during the night while the device was being worn. No additional information was provided.